Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 400 mg/dl following an infusion site change. The user addressed the event by performing another site change and remained connected to the ilet to resume insulin delivery. No outside medical intervention was required.